Manufacturer narrative:
(B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Describe the event (i.e. Reason for revision or product problem) including the circumstances or conditions that led to the event or product problem if known. This was a t12 to l1 fusion using verse. All 4 screws had been inserted, rods placed and unitised set screws introduced. Upon final tightening using the x25 unitised set screw shaft 2997-04-230 combined with torque limiting handle 2997-04-320 both the set screw x25 shafts sheered at the distal tip flush with the set screw during final tightening resulting in the entire construct having to be removed by cutting rods using a high speed burr and ¿helicoptering¿ the screws out and replacing with matrix screws and rods.

Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination at the microscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver¿s tip was not returned. The fracture analysis report reveals plastic deformation at the hex lobes and torsional shear markings following a circular pattern. This suggests the fracture tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A definitive root cause for the driver¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the fractured tip underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.